Event description:
Additional information was received on (B)(6) 2011 when it was discovered that the patient's cardiac events were not related to vns. On (B)(6) 2011, the physician reported that the patient has not complained of any neck pain or ear tickle and that they are improved.

Event description:
It was reported by a neurologist that a vns pt reported a "tickle" in her ear with stimulation. Pt underwent cardiac pacemaker implantation and post operatively her neck pain became severe. Consequently, pt's generator settings were lowered from 1.25ma to 0.75ma and pt's neck pain was resolved. The physician believed that he may have titrated the pt generator settings too fast.